Event description:
Lap cholecystectomie - "while pulling the bag through the incision, the bag ca 0,5cm of the bottom seam. The gallbladder slipped through the tear. The closed empty bag came out of the patient. No material of the bag fell into the abdominal cavity of the patient. No sharp instruments touched the bag." "Operation succeeded."

Manufacturer narrative:
The incident device anticipated to return follow up will be provided within 30 days or upon completion of investigation.